Event description:
It was reported that the patient had a break in aseptic technique further described as patient made a mistake and attempted to do a continuous ambulatory peritoneal dialysis (capd) without proper training, which caused peritonitis. The patient was hospitalized for this event. The patient was treated with injection of vancogen (1gm, ip, dose not reported). At the time of this report, the patient remained hospitalized and the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.